Event description:
Reporter alleged the use-by date on the blood glucose monitoring test strips was rubbed off and no longer visible. Customer stated their readings were high and low, however, there were no symptoms associated with them either. It was not provided whether any actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.